Event description:
It was reported the customer has experienced issues with devices not alarming for air-in-line. Sometimes with up to three (3) to six (6) inches of air noted past the air-in-line detector. There was patient involvement, but no harm. Additional information regarding workflow was received during on site visit by manufacturer representative: representative confirmed air-in-line settings: 250 microliter for the oncology profile. Air-in-line issues have occurred with chemotherapy infusions. All chemotherapy is administered as a secondary infusion unless it is to be administered on a primary IV line. All chemotherapy IV lines are primed by pharmacy with base solution and have equashield cstd ( attached to the IV line). The nurse will attach the equashield ll-2 component. Pharmacy utilizes a chart to determine the amount of overfill to remove from premanufactured IV bags when preparing chemotherapy infusions. Current IV sets and components utilized by pharmacy with chemotherapy infusions primary IV sets are as follows: bd alaris pump infusion set smartsite access non-vented (B)(6) (used with taxol infusions) bd alaris pump infusion set smartsite bag access non-vented (B)(6) (used with etoposide and docetaxel infusions). Secondary IV set: baxter clearlink system secondary medication set with duo-vent spike (B)(6) equashield closed system transfer device spike adaptor ez sa-ez (that attached between the IV bag and the IV tubing). Equashield closed system transfer device female luer lock connector fc-1.

Manufacturer narrative:
Correction: describe event or problem , initial reporter addr 1, initial reporter city, initial reporter zip, initial reporter facility name. Additional information: manufacturer narrative. Investigation summary: the report of the reported air in line alarm failure could not be confirmed or replicated, due to the suspect devices were not returned for this investigation. No suspect device was returned for this investigation; therebefore, external and internal inspection could not be performed. Laboratory testing could not be performed; the incident device was not received for this investigation. A review of the logs could not be performed. The pump module, pcu or the system logs were not provided. The air-in-line- alarms alaris ® system tip sheet states de methods to reduce air-in-line: do not stretch the tubing (especially the pump segment in the blue sheath) when removing IV tubing from the package and inserting into the alaris® pump module. Ensure that the drip chamber is 2/3 full and hanging vertically. Slowly prime to avoid turbulence. When inserting the tubing into the air-in-line (ail) detector, use a fingertip, firmly push tubing toward back of ail detector (refer to picture). If possible, allow solutions to warm to room temperature, when infusing a chilled solution air bubbles may form as cold solutions begin to warm. Keep alaris® system level with or slightly lower than patient to maintain positive pressure. Pause the channel before replacing a fluid container to avoid air entering the IV tubing. Clean the ail detector as needed using a cotton swab moistened with water. If the device continues to alarm for ail, label the module and send it to bio-medical engineering. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). There was patient involvement but no harm. Root cause: the root cause of the air in line alarm failure could not be determined. The suspect devices were not returned for investigation, and no additional event information was provided. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the customer has experienced issues with devices not alarming for air-in-line. Sometimes with up to three (3) to six (6) inches of air noted past the air-in-line detector. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.